Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Bg was treated via a correction bolus, and manual injections. Reportedly, customer was using cartridges with humalog insulin for over 48 hours. The customer alleged that the pump was not delivering insulin properly. System check with tandem technical support indicated that the pump and related supplies were functioning as intended; however, the customer maintained that the pump was not functioning properly. Reportedly, the customer continued to use the pump for insulin delivery.